Event description:
It was reported that the 840 ventilator entered a ventilator inoperable condition. The ventilator was not on a patient at the time of the event. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to exchange the graphic user interface (gui) light emitting diode (led) printed circuit board (pcb). Medtronic was not authorized to service the ventilator.